Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 46 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. Customer will be returned device for analysis.

Manufacturer narrative:
The opened and used sensor was inspected. The continuity resistance test was performed and the sensor passed per specifications. The sensor initialization test was performed using a new lab transmitter with a paradigm pump. The sensor was connected to the transmitter and placed in 100 bts solution which confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor passed per specifications.